Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned contour next test strips from lot # 9mpeg17b. The returned vial of test strips contained only four test strips. Additionally, the lot # of the returned test strips was different from the one implicated to be involved in the event occurrence i.e. Lot # 9mpea03a. Therefore, the in-house contour next test strips from lot # 9mpea03a was also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 91 mg/dl at 11 p.m. And 174 mg/dl at 11:01 p.m. On the contour meter and contour next ez meter respectively. The customer stated that she increased the insulin dose based on the high reading. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.